Event description:
Problem was duplicated at the dealer facility after 15 minutes of use. The flow was also dropped.

Event description:
Customer heard unusual sound from inside the ventilator and found that peak inspiratory pressure dropped to 10cwp from 43cwp. The problem occurred approximately 15 minutes after the ventilator was turned on. The ventilator was taken off from patient immediately. No adverse event noted. Problem was duplicated at the dealer facility after 15 minutes of use. The flow was also dropped.